Event description:
It was reported that the patient was supposed to be warming however the patient temperature dropped from 33.5°c to 32.4°c over a 3 hour period. No medical intervention or adverse consequences were reported.

Manufacturer narrative:
It was reported that the nurse and doctor involved stated that they thought the patient was having other medical concerns causing the drop in temperature.

Event description:
It was reported that the patient was supposed to be warming however the patient temperature dropped from 33.5°c to 32.4°c over a 3 hour period. No medical intervention or adverse consequences were reported.